Event description:
It is reported that the surgeon placed the provisional neck and 32 +3.5 provisional head on the rasp. When the surgeon went to reduce the hip, the provisional head fell off and went into the acetabulum. The surgeons felt around to see if they could pull the provisional out but were unsuccessful. The surgeons continued trying to retrieve the provisional head for 25 minutes. It was decided to leave the provisional head in the pt due to the fear of causing damage to the nerves of the body.

Manufacturer narrative:
This report will be amended when our investigation is complete.